Event description:
It was reported in clinic notes received for the patient¿s replacement that the patient had an increase in seizures. The programming history was reviewed and no anomalies at the time of the event were seen. No additional information is available.